Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3888-33, lot# v508181, implanted: (B)(6) 2011, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The patient reported having a problem with her knee and the patient reportedly started getting leg pains going down her legs. The patient's doctor had been treating the pain with shots every "couple months" but the last set of shots, notably her second round, that the patient had on monday did not work. The patient's leg pain reportedly started in the late summer or fall, and she had the pain again yesterday. The implantable neurostimulator (ins) was reportedly implanted to treat back pain. The patient was gathering information on device compatibility to get an MRI. More than 1.5 years later the patient reported loss of therapy and that she did not think stimulation was working at all and she was not getting any relief at all. The patient met with a manufacturing representative (rep) a couple months ago for reprogramming. She could feel the difference after the reprogramming session but when she got home and charged it went away. She tried increasing stimulation and she would feel stimulation, but then within a matter of hours the stimulation sensation would go away. She had stimulation up to 10 and the same things happened. The stimulation not working and not getting any relief started to occur in (B)(6) 2015. The patient still had pain in her legs and it would come and go. She was getting injections in her back but she had not gotten one for the last 6 months. The nurse gave her pills "120" 3 months in a row. Sometimes she would take the pills for her leg pain between injections. It was noted that the device was implanted to treat a back injury. The patient's relevant medical history includes non-malignant pain and other non-malignant pain. Further follow-up is being conducted to determine if any steps, actions, interventions, or troubleshooting were performed and the circumstances that led to the stimulation issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the patient had the implantable neurostimulator (ins) taken out last week. The ins was removed due to pain at the ins site and therapy did not work for her. Therapy was not effective since (B)(6) 2015. The patient did not want any more surgeries. Further follow-up is still being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she was unresponsive and might have had a heart attack. Someone said she had an overdose of her medications and now no doctor wanted to see her for her stimulator. She had an appointment with a manufacturing representative (rep) but wanted to cancel it. She was going to see her doctor who implanted the device to get the device removed because no doctor wanted to see her. It was just not working and she was on pain medications. Further follow-up is being conducted to determine if any troubleshooting, diagnostics, actions or interventions were taken, if the patient had a heart attack, and if so was it related to the device or therapy. If additional information is received, a follow-up report will be sent.